Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 1.2.0 h3, h6: the system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. H3, h6: software 1.2.0 log data was received for analysis. Logs captured a segfault in "gnome-panel" service on 03-may-2023. B01, c10, and d02 are applicable. H3, h6: software 1.2.0 was also being evaluated for the error 64 issue, however that analysis hasn't been completed at the time of the report. B21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a case, the site ran into error code 64. The site rebooted multiple times and was unable to get rid of the error code. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Troubleshooting information was provided. The site was unable to delete patient and re-import images. 2023-jun-14 e1 (rep): additional information was received. The system has been working normally since. 2023-jun-16 e2 (rep): additional information was received. The likely cause of the issue was a rare glitch in the system.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the error 64 reported behavior. Analysis found that the issue was consistent with a previously known and tracked software anomaly. The logs and archives were reviewed and the logs captured a couple of corefiles and segfaults on the date of the reported issue. Codes b01,c10 ,d02 are applicable and previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.